Event description:
Home pt (hp) reports she was admitted to hosp 1/25/98 with diagnosis of peritonitis and released 2 days later. Hp was treated with antibiotics. Hp states she attaches a 5-prong manifold to her homechoice set and re-uses set and 12 ft extension drain line for 5 days.